Event description:
Lifesite was explanted due to buttonhole infections. However, at the time of the implant the pt's femoral catheter which had been previously infected was left in. 8 days post implant the tip of the femoral catheter grew hemolytic strep, staphylococcus species and yeast. Subsequent to the initial infection a wound infection developed and the pt was hospitalized and treated with antibiotics unsuccessfully leading to the explant.